Event description:
It was reported by the customer that a pyxis medstation es system drawer auxiliary 7 1.1 was failed. The customer stated that they were able to retrieve the required medications from another machine. There was no delay in getting medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1.1 found the spring broken on the plunger. A field service engineer replaced the spring to resolve this issue. Preventative maintenance has performed. The system functioned as intended after field service engineer troubleshooted the device.